Manufacturer narrative:
Product ID 3037, serial# (B)(6); product type programmer, patient product ID 3 889-28, lot# va0hmuq, implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that they had a bone density scan done and she thought it made the device stop working. She was meeting with a manufacturer representative (rep) next week to look into getting a new device. The patient was going to follow-up with their health care professional (hcp) and rep to discuss replacement device. There were no reported symptoms. The patient had an appointment with their hcp on 2015 (B)(6). The bone density scan that may have used an x-ray was on 2015 (B)(6). After follow-up with the patient, it was reported that there was a warning sign and the sync button came on the screen after the bone density scan. When it was turned it on, it told the patient to sync every time. The patient could not feel it. The patient programmer and the part under their skin were not synchronized. When the patient pressed the sync button, it showed their number. When it was turned back on, the warning sign and sync button were still on the screen. The warning screen was never on the screen before the bone density scan. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient later reported that the patient could still not feel stimulation. The patient did not have her patient programmer (pp) with her, but she had used her pp on her own and it was showing the lightning bolt. She tried increasing and still felt no stimulation. She did not know if her urinary symptoms had returned. The patient had stopped feeling stimulation following the bone density test. She still had plans to schedule with the healthcare provider (hcp) on (B)(6) and a manufacturing representative (rep) was requested to be there. The patient later reported that no matter what she did she could not clear the warning triangle and sync now icon on the patient programmer (pp). She still did not feel anything and her urgency symptoms returned. The patient thought her battery was dead. During troubleshooting with the pp, the patient saw 5.1 and the lightning bolt. The pp that she was using was a new one and thought it did not work. The patient noted that someone told her it was defective but she could not remember who told her that. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.